Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up after receiving alerts for non-sustained lead noise. There did not appear to be any oversensing. One week later, the programmer software was updated which automatically reprogrammed the device. There were no adverse consequences to the patient.